Manufacturer narrative:
The customer reported that the monitor showed an inop for the telemetry device and the nurse thought that the paging device was malfunctioning. The hospital reported this as a serious injury event. The customer has requested that philips review and evaluate the alarm activity and report the results. The emergin logs indicate that on (B) (6) 2010, beginning @ 15:47:13 until 20:50:31 there were 80 hr alarm alerts, 2 tachy alarm alerts and 3 weak battery inop messages sent to the paging device. The inop messages occurred @ 17:45, 18:48 and 18:58. At 23:20, there was a cannot analyze ECG inop message sent. At 23:35, there was a hr 49<50 message sent. The central station logs indicate that on (B) (6) 2010, beginning @ 09:10:32 until 15:52:21, there were 9 tachy alarms for the pt in room (B) (6), which were silenced by the user. There were no red alarm events until 23:29:32 when there was a vfib/tachy alarm which was also silenced by the user at the central station. Based on the available info, we will consider that there was not a device malfunction but a user misunderstanding about monitoring inops. Device labeling adequately describes alarms, inops, and alarm silencing. No further investigation or action is warranted. (B) (4).

Event description:
The customer reported that the monitor showed an inop for the telemetry device and the nurse thought that the paging device was malfunctioning.